Manufacturer narrative:
Additional cartridge lot number m017290. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum fill notification after filling the cartridge with insulin during the load process. The customer's blood glucose level was 195 mg/dl and it was indicated that the customer delivered a bolus. The next day the customer reported receiving an occlusion alarm and changed out the cartridge. The customer experienced another minimum fill notification after the cartridge change. The customer added more insulin and was able to resume insulin therapy. No system check was performed due to the customer had changed out the cartridge and infusion set prior to the troubleshooting call with tandem technical support.